Event description:
Information received indicates the trendelenburg function is not lowering but will work with the hi/low function.

Manufacturer narrative:
The technician isolated the issue to the CPR/emergency trend valve. He replaced the valve to repair the bed.